Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed and corrosion on the connector contacts was observed. A functional test revealed video noise when the camera cable connector was moved. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include the use of wet camera connectors. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed this unit was returned unrepaired to the customer per customer request in september of 2020. The device was no longer recommended for further use. A complaint history review concluded this was a repeat issue. The complaint was verified. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera control unit does not show image. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.